Event description:
Flow stop underinfused as the alarm sounded ? Air in line ? Which the pump was primed and connected to pump again. When the reservoir on pump indicated zero left to infuse the pump did not infuse the medical fluid with 100 ml remained in reservoir. No adverse patient effects were reported.